Event description:
It was reported that during follow-up in clinic, the patient presented with longer battery longevity than expected on their pacemaker. It was later discovered that issue was due to overestimation of the longevity of the device. There were no patient consequences and will continue be monitored.